Event description:
Mammography compression paddle cracked while pt's breast was compressed in unit. Left inner arm was bruised. MFR was called and made aware of the incident. Newly constructed paddle was brought in to replace the broken paddle. Paddle was modified with two metal bands to add strength.